Event description:
It was reported to boston scientific corporation on (B)(6) 2008 that a prefyx pps was used for a mid urethral sling placement procedure on (B)(6) 2008. According to the complainant, a dilator tube was placed over the trocar and when attempting to deliver the dilator tube through the pt, slight resistance was felt. The dilator tube was removed. Inspection of device indicated that the needle had pierced the blue dilator tube. The procedure was successfully completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection confirmed the needle punctured the side of the blue dilator tube. The directions for use indicate the dilator tube is to be placed over the needle until the tip of the needle extends from the end of the tube before use. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. (B)(4).